Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Expiration date, manufacturing date and manufacturing sites have been provided for both stents: lot #: 6051841, expiration date: 05/29/2019, manufacturing date: 05/2016, manufacturing site: (B)(4). Lot #: 8010861, expiration date: 01/25/2021, manufacturing date: 01/2018, manufacturing site: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from either lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, concentric, moderately calcified lesion in the heavily tortuous circumflex coronary artery. A 4.0x12 mm xience alpine stent was being advanced through a non-abbott guide catheter extension and the stent dislodged proximal to the target lesion. When the stent dislodged it was pushed off the distal side of the balloon. An attempt was made to retrieve the stent using a snare, but failed and the stent was ultimately deployed in the region where it dislodged, partially in the target lesion. Two more xience alpine stents, a 4.0x12 mm and a 4.0x15 mm were successfully deployed to treat the target lesion as planned. The dislodged stent partially overlapped them. The patient outcome is reported as recovered and discharged from the hospital. Reportedly, since two 4.0x12 mm xience alpine stents were used during the procedure (lot 6051841 and 8010861), the lot number for the dislodged stent could not be identified. No additional information was provided.